Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. It was reported that insulation fracture was determined to be root cause. The patient's ejection fraction had been greater than 50% via echo for past couple years; therefore, it was decided to turn the competitor's implantable cardioverter defibrillator (ICD) off and not extract or replace the lead. Approximately seven months after this event, it was noted that the patient had died, and no allegations that the lead issue caused or contributed to the patient's death were received. The lead was not returned to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.